Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, in liquid. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a micl 12.6, -11.0 diopter, implantable collamer lens tore before/during loading. Damage was noted while loading. A backup lens was implanted and this resolved the problem. Cause of the event is reported as unknown. Per the reporter on (B)(6) 2021, "patient is doing fine."